Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a hematoma at the ipg site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient outcome issue was reported to abbott. A patient developed a hematoma at the ipg site. The patient showed signs of infection at the ipg site, as a result, the ipg was explanted and replaced to address the issue. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received identified that patient showed signs of infection at the ipg site, as a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.